Event description:
Patient was revised 4 months post op. The 3 and 6 week follow up x-rays, showed pieces of some type of material. Surgeon believes it was part of the locking clips. The screws did not back-out.

Manufacturer narrative:
The implant was retained by the patient and not returned to the manufacturer for evaluation. The patient was revised and the part was replaced with a product manufactured by another company. A general review of the manufacturing records was performed and there were no discrepancies found. It was reported that the clips were retrieved during the revision. Without the actual parts, no firm conclusion can be drawn as to the cause of the event. Device not returned.